Event description:
It was reported to the MFR, that the site's handheld has been freezing on the interrogation screen. Troubleshooting such as soft reset, hard reset and replacing batteries did not resolve the issue. The handheld was confirmed to contain full charge. A new handheld was shipped to the site, which resolved the issue. Good faith attempts to obtain the old handheld, for product analysis, have been unsuccessful to date.